Event description:
(B)(4). Reason for original complaint ¿ bilateral patient. Litigation papers allege patient began suffering from elevated metal ion levels which resulted in pain and suffering and other economic and personal damages for patient. Update (B)(4) 2011 - plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was asymptomatic. The left hip revision was previously reported on the right hip products. Dor updated. Manufacturing and expiration dates updated. The stem and sleeve are being added for elevated metal ion levels previously alleged by litigation. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 8/20/2015 - litigation papers allege pain, weakness, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.